Manufacturer narrative:
Failure analysis: received vela p/n 16532-02 s/n (B)(4) on complaint # (B)(4), note rear panel has white liquid dry spots along the fan and power entry module. Opened unit and visually found battery pack batteries were disconnected and missing tie wrap to hold batteries down, also found data cable on battery pack going from main pcba to rear panel damaged due to top cover and cable being disconnected. Upon removing battery pack and power supply found dry liquid spots on power supply l board by u400, l401, f102 and all that area also found burn flash on base by power entry module. Removed power entry module and found it was burned along the power out connectors. Reported problem was duplicated of burned power entry module. Note dry liquid spots also found in power entry module, problem was isolated to being caused by liquid substance on rear panel and shorting power entry module. Findings/root-cause: problem was isolated to dry liquid substance found on rear panel and power entry module, power supply and fan assembly causing power entry module to short. The device was routed to the carefusion factory service department for repair and testing prior to being returned to the distributor in (B)(4) so they can return the device to user facility. The carefusion factory service department requested approval for the repair prior to repairing the device. The repair of the device was refused. Therefore the device was returned to the distributor in (B)(4) unrepaired.

Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted by the distributor in the (B)(4) on behalf of the user facility in (B)(6). "While ventilating a pt the vela started smoking and it smelled like something is burning. User switched immediately to other ventilator to protect the pt (vela didn't alarm) they've unplugged the power cord of the vela and put it aside. Later, the medical engineer tried to start the vela in the workshop but without success. He opened the top cover and disconnected the battery to prevent further damages".

Manufacturer narrative:
(B)(4). Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the device for eval. As of the 03/20/2015 the device has not been received. Once the device has been received and evaluated, a follow-up medwatch report will be submitted.